Event description:
This is my first time getting contact lenses, and I used clear care eye as the solution, the eye exam doctor told me I should clean my contacts with it, which I did. This morning I was cleaning my contacts and I put it in my eye and my eye started burning and started getting watery and extremely red. I couldn't open my eye to take out my contact, I was laying on the ground screaming. I had finally taken out my contact and my eye continued to burn and still burning. (B)(6).